Event description:
Initial surgery was (B)(6) 2016. During a follow-up, the doctor noticed the screw had migrated out of the plate. Revision surgery performed on (B)(6) 2017 to remove the screw that backed out of the plate. It was noted during the procedure, the plate was not bent.